Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient reported a loss of therapeutic effect. X-rays showed that the right lead had moved down one full vertebral level. The rep met with the patient and reprogrammed the device based on current lead placement. The issue was resolved.